Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump errors. Customer¿s blood glucose level was 245 mg/dl. Customer was able to clear all alarms. Customer was able to rewind the insulin pump and was able to pass the self-test. Customer reported that they received one of insulin pump error again. As per error table insulin pump will replaced on the recurring insulin pump error. Customer reported that they were using manual injection instead of using insulin pump. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No pump error 28 alarm, no pump error 3 alarm, no pump error 19 and no pump error 24 alarm during testing.